Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "roux-en-y". Event description: or staff stated scissors were not working properly. Additional information received via email on 16feb2022 from [name], applied medical account manager I: the rep arrived to an or to observe a procedure. When they walked in, the first assist, a nurse, informed the rep that about a month ago there were issues with the scissors that were being used in procedures performed by dr. [Name] and dr. [Name]. The scissors were difficult to open in the procedures. It is unknown what tissue the devices were being used on when the issues occurred. The number of affected units are unknown. It is unknown how many procedures were affected. The cases were completed successfully. No patient injury. No product return. The facility has been advised to save any complaint product for investigation. Additional information received via email on 16feb2022 from [name], applied medical account manager I: the surgeon could not confirm the lot number. The surgeon could only recall one event. "A new scissor was brought in" to complete the procedure. The event occurred approximately 1 month ago. "According to dr. [Name], his account was that the scissors were dull and not able to cut the thread on the sutures when the anastomosis was created." Additional information received via email on 15mar2022 from [name], applied medical account manager I: the rep has not been able to contact dr. [Name] about their experience or confirm if they have experienced any unique complaint events separate from the complaint event experienced by dr. [Name]. Intervention: "a new scissor was brought in". Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: sections e1 is being updated as initial reporter information was received after submission of the initial medwatch #2027111-2022-00469.

Event description:
Procedure performed: "roux-en-y". Event description: or staff stated scissors were not working properly. Additional information received via telephone on 16feb2022 from [name], applied medical account manager I: the rep arrived to an or to observe a procedure. When they walked in, the first assist, a nurse, informed the rep that about a month ago there were issues with the scissors that were being used in procedures performed by dr. [Name] and dr. [Name]. The scissors were difficult to open in the procedures. It is unknown what tissue the devices were being used on when the issues occurred. The number of affected units are unknown. It is unknown how many procedures were affected. The cases were completed successfully. No patient injury. No product return. The facility has been advised to save any complaint product for investigation. Additional information received via email on 18feb2022 from [name], applied medical account manager I: the surgeon could not confirm the lot number. The surgeon could only recall one event. "A new scissor was brought in" to complete the procedure. The event occurred approximately 1 month ago. "According to dr. [Name], his account was that the scissors were dull and not able to cut the thread on the sutures when the anastomosis was created." Additional information received via email on 15mar2022 from [name] applied medical account manager I: the rep has not been able to contact dr. [Name] about their experience or confirm if they have experienced any unique complaint events separate from the complaint event experienced by dr. [Name]. Additional information received via email on 21mar2022 from [name], applied medical account manager I: "dr. [Name] has not responded to any of my inquiries, so I can't provide any feedback on him. A nurse is the one that mentioned his name. " the rep has had limited access to the facility due to covid precautions. Intervention: "a new scissor was brought in". Patient status: no patient injury.